Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was spinal pain indications. The patient¿s representative reported that the patient was in the hospital in the ICU (intensive care unit). Per the reporter, the patient had a MRI done two days ago and after which the patient's behavior and mental status significantly declined. The patient¿s representative stated that there were some indications to where this was possibly related to the pump. The caller asked if it was possible to get a company representative to come out and do a scan on the pump to make sure that the pump was working appropriately and delivering the correct amount of medication to the patient. The agent provided the caller with the nas (national answering service) phone number to provide the healthcare/hospital staff to request a company representative.